Event description:
A (B)(6) male patient contacted zoll customer support to report a damaged belt connector. When a patient service representative (psr) visited the patient to exchange the electrode belt, psr reported a black screen on the charger/modem. The patient was provided with a replacement electrode belt and charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged belt connector) has been confirmed. Upon evaluation, the electrode belt trunk cable connector was damaged. The cause for the damaged connector cannot be positively identified but is likely due to excessive force. No adverse event resulted from the damaged belt cable connector. The patient received a replacement electrode belt. Device evaluation of charger/model sn (B)(4) has been completed. The reported problem (charger screen black) has been confirmed. Upon receipt, the charger/modem screen was black and would not power up. The cause for the inability to power up is due to a defective power supply. The root cause for the defective power supply cannot be positively identified. No adverse event resulted from the defective charger/modem. The patient received a replacement charger/modem. Device manufacture date: electrode belt sn (B)(4); charger/modem sn (B)(4): 05/2010.